Event description:
Blood leak occurred with one patient at the start of hemodialysis treatment. This dialyzer was at 7th reuse. The leak detector and test strip observed the leak. The blood loss volume was 250ml. The patient was well and no medical treatments were given.